Event description:
As reported, the surgeon reported a split in distal tip of the product when opened, no patient problem reported. The product was opened and not used in patient. As per the affiliate, there is no further information available.

Manufacturer narrative:
During use of a brite tip sheath, the surgeon reported a split in the distal tip of the product when opened. The device was not used in a patient. As per the affiliate, there is no further information available. One non-sterile unit of si brite tip 6f 11cm str was received inside a plastic bag along with its 6f vessel dilator. The distal tip of the cannula was found damaged, and a portion of distal tip was missing. No others issues were found. The damaged area was inspected under vision system and the damaged area shows evidence of having been bent and ripped. Sem analysis results showed that the external and internal surfaces of the cannula present evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is possible that the condition observed in the cannula could be induced by a razor. No other anomalies were observed that could have influenced to the reported event. An attempt to recreate the failure mode found on the distal tip of mentioned brite tip sheath csi tip cannula was performed; however, the assignable cause of the cannula tip damage could not be determined since the failure mode could not be reproduced. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer ¿endovascular vascular access ¿ brite tip/distal tip - frayed/split/torn¿ was confirmed, however, the cause of the damage does not appears to be product manufacturing related. Additionally, the catheter sheath introducer process was reviewed and there were no tools, equipment or product handling that could cause this kind of damage on the catheter sheath introducer tip. Neither the product analysis nor sem analysis results suggest that the damage found is related to the manufacturing process, therefore, no corrective action will be taken.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.